Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of "16 mg/dl" and she experienced the symptom of disorientation. It is not known with which meter the patient obtained this reading, as the one touch ping meter's reportable range is 20 mg/dl to 600 mg/dl. The patient administered self-treatment with two glucagon injections. Afterwards, the patient suffered the additional symptoms of vomiting, diarrhea and fever. After taking a nap, the patient obtained the blood glucose readings of 200 mg/dl, then 38 mg/dl. The patient was transported and admitted to the hospital for two days. The patient noted she had gastroparesis, and her menses, which can cause her blood glucose levels to drop. Troubleshooting revealed there were no issues with the infusion set or infusion site, all pump settings, programming, basal setting and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2012 with the following findings: there was no data available in the download history or black box for the time of the reported blood glucose event due to continued patient use. There were no alarms or malfunctions recorded in black box or alarm history. The total daily insulin delivery correctly reflected the user's programmed basal rates. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.